Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The endoscope had been unrecognized before, after cleaning the needle of electrical contacts, it could be used normally. On nov. 28, the defect happened again. Replaced the electrical contacts, operating panel,etc. This event occurred at the time of unknown. There was no report of patient harm.

Manufacturer narrative:
Correction information: d4:unique identifier (UDI). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d8:was this device serviced by a third party? H4:device manufacture date. Evaluation summary: the pentax engineer checked with hospital staff. The defect was found during pre-use check. No harm was caused to the patient. Based on what was reported,, it was inferred that the endoscope was not energized/communicated due to corrosion on the terminals of the connector section caused by improper reprocessing or environmental factors, which prevented the endoscope from being ready for use.the scope was repaired by the third party and returned to the hospital.